Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had gone to the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include a racing heart rate, nausea and dizziness. The patient reports a lag in delivery of insulin while delivering a bolus. In addition, the patient reports having to change the pod after a 1 day use due to receiving a empty reservoir alert but the pod still had insulin in it. The patient reports administering a bolus of 36 units of insulin prior to going to the hospital but their blood glucose level had not decreased. Once at the hospital emergency room the patient was treated with intravenous fluids and zofran. The patient was in the hospital emergency room for 3 hours.